Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed power system error detected every four hours. Customer's blood glucose level was unknown at the time of the incident and during the call. There was no indication of troubleshooting or the issue being resolved during the call. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest and displacement test. Pump trace download analysis confirmed the pump alarmed power error 25. The power management tool confirmed power error 25 alarm was triggered when the backup battery unloaded voltage was less than 3.7 volts for 240 consecutive minutes due to non-sleep anomaly software error. Unit received with minor scratches on case, cracked select button keypad overlay, pillowing keypad overlay, cracked retainer, serial number label missing, faded end cap address label, keypad overlay texture damage and minor scratches on lcd window.